Event description:
Per the clinic, the patient experienced intermittencies with the device, however the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery. This report is filed november 10, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.